Event description:
Patient reported experiencing low blood glucose (<30 mg/dl). Patient returned home with a headache, did not bolus and laid down. Patient's family member found patient unconscious and called the emts. Emts administered glucose and juice and patient's blood glucose was >100mg/dl when they left. Patient believes device gave an unplanned bolus, but no history of this was found to confirm the allegation. Patient just changed over from diluted humalog u50 to novolog u100 in april and it could be at fault also. Patient's current condition is fine.